Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of exposed gasket was confirmed. Received on 15-jan-2025, pcu device was received unboxed and with paperwork. The pcu had damage to the front and rear case, from the damage the front case was misaligned causing the gasket to be exposed. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the rear case and front case. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had exposed gasket. There was no patient involvement.